Event description:
Pt was rexplanted of hydrocephalus valve because of a rise in interacranial pressure. Peritoneal catheter was broken. Opened abdomen and could not find catheter; opened shunt system came out as it is now.